Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has gained weight. In turn, the pt experienced difficulty in establishing communication between her ipg and external devices. The pt did not charge the device for a while. Surgical intervention was taken to replace the ipg with a different model which was resolved the issue. The pt has effective stimulation postoperatively.